Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the right ventricular (rv) lead. The rv lead also had a fracture and the patient alert triggered for high pacing impedance. It was noted that the patient required a chest tube after the lead revision surgery. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).